Event description:
A malfunction occurred on the customer's pump, which led to the customer's blood glucose level exceeding 500 mg/dl, displayed as "high." The customer managed the high blood glucose with a correction injection via manual delivery injection and did not require assistance from a third party. Technical support decided to replace the customer's pump, ensuring it will have updated software, and advised the customer on important procedures for the replacement and return of the problematic pump.